Event description:
A hospital in (B)(6) reported that the mother of a child using an airvo2 humidifier took the heated breathing tube to connect it to her daughter's interface when she noticed that the tube was hot to the touch. The tubing was consequently removed and not connected to the child.

Manufacturer narrative:
(B)(4). The airvo is a humidifier with integrated flow generator that delivers warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Following this incident fisher & paykel healthcare (fph) representatives spoke to the patient's mother in order to obtain further information. The mother informed us that the airvo had been in warm-up mode for half an hour, prior to discovering the 'hot' tube. The mother subsequently used another breathing tube on the airvo with no further problems. Method: the complaint heated breathing tube was returned to fph (B)(6) for evaluation. Visual inspection of the complaint breathing tube revealed that an area about 10cm in length in the middle of the tubing was damaged and melted. There was no damage to the heater wire inside the tube, only to the outer surface of the plastic tube. The returned tube was extensively tested and at no stage did the temperature become high enough to cause the tube to melt. The tube did not melt even under the worst case conditions, which are not possible to recreate in a patient environment. The worst case conditions comprised operating the tube at maximum power with no air flow and with the temperature control bypassed. The tube was operated in this worst case scenario for one hour. No melting was observed during the test. In a second test, the tube was held in forced contact with the heated water chamber during operation. The water chamber would act as external heat source on the tube. It seems plausible that this configuration could have been used at time of incident based on how the tube was shaped and the position of the melt points. Again, no melting occurred. Additionally thermal imaging was used to determine if the heated breathing tube had uneven heating, which may have been hotter at the location of tube melting. A hot patch in the tube was noticed at the melting site. However, the temperatures in this region were only 5 °c higher than the average temperatures and were not high enough to cause the tube to melt. The highest temperatures recorded with this technique were not higher than 82 °c , while temperatures greater than 113 °c are required to melt the tube. Five sample breathing tubes were tested in a variety of configurations. When testing under normal operating conditions the tubes functioned normally with no suggestion of overheating or melting. Tubes that were kinked or crushed also did not melt. Tubing placed under insulation did not melt. Melting could only be achieved when a tube was run under worst case conditions as described above, covered with insulative material and under radial compression. Conclusion: our testing has shown that across all normal operating conditions, the breathing tube is not able to melt. The results of previous testing into melting in the 900pt530 heated breathing tube (hbt) found that the heated breathing tube would need to be folded upon itself, compressed, insulated and operated at maximum power with no air flow running through the circuit to cause melting. It was found it was not possible to melt the tube in the absence of an external heat source or insulation. As this fault could not be replicated with the subject breathing tube or a any other tube, the return of the airvo humidifier has been requested for testing. It seems unlikely that the airvo is at fault, as it has continued to be used with a new hbt without issue. If a fault is found with the subject airvo we will provide our investigation details in a follow up report. Our user instructions that accompany the airvo humidifier provides the following guideline: - adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury.